Event description:
It was reported while using an aspiration biopsy needle during endoscopic ultrasound (eus) with fine needle aspiration (fna) and applying ultrasound output, the protrusion of biopsy needle became invisible on the ultrasound image. The needle of the biopsy needle itself was protruding, but as the needle was advanced toward the duodenum, a phenomenon occurred where the distal portion (needle) of the biopsy needle disappeared from the ultrasound image. The procedure was completed using the same device. There was no report of patient harm.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.